Manufacturer narrative:
Sorin group (B)(4) manufactures the 3 heater-cooler system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the patient temperature of the 3t heater-cooler was not rising during a procedure. There was no report of patient injury.